Event description:
It was reported during device implant; no sensing was noted even after pressure was applied to pocket and retested. Device was then repositioned slightly above initial implant site and still no sensing was observed. Dynamic range, maximum sensitivity and threshold start was manipulated, and no signal came through. Another new device was implanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of a sensing anomaly was confirmed in the laboratory. Sensitivity test was performed on the device under various settings and the device was not able to sense and the pulse signal could not be detected on the merlin programmer. The device was also tested under automated test program and the results indicated it failed sense parameters. Once the device was cut open, visual inspection of the feedthrough pins noted moisture getter contamination on the antenna and sense pins, which may have contributed to the sensing anomaly. A manufacturing issue may have occurred that resulted the moisture getter contamination on the feedthrough pins.